Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire was left behind in patient's body. Against user guide recommendations, patient removed transmitter pod before removing sensor wire. Patient's mother reported that patient was not experiencing any discomfort at insertion site.